Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 32 mg/ml of hydromorphone at 11.15 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient¿s had reached low reservoir on (B)(6) 2017 and empty reservoir had occurred on (B)(6) 2017. The patient had missed their refill, but their pump was refilled on (B)(6) 2017. It was also reported that the patient¿s dosage was lowered by 10% to 10.15 mg/day. No symptoms were reported.